Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not receive one driver for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the instructions for use (IFU) and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown driver is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: boss510, 3i t3 non-platform switched parallel walled implant 5 x 10mm, lot number 2020120254. D10: therapy date is unknown / not provided. E1: initial reporter¿s title is not provided / unknown.

Event description:
It was reported that implant was placed, yet once it was being torqued to final stage implant driver piece got stuck in the implant. So, we removed it and proceeded to place another. Tooth site #14.